Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the on/off mode switch was sticky was confirmed. An assessment was performed on the device which determined the triggers were sticky. It was determined that the triggers components were worn and corroded. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the on/off mode switch was sticking on the small battery drive device. During in-house engineering evaluation it was found that the triggers were sticky on the device. It was reported that there were no delays to a surgical procedure due to the event as a spare device was available for use. There was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.